Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and the white twist sleeve was observed separated from the light blue main body due to a broken occlude leg beneath the white twist sleeve. Leak, clear passage, and clamp function testing were performed, and a leak through the set due to a broken occlude leg was observed. The reported condition was verified. The cause of the damage could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation of the light blue main body of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.